Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure it was observed that the handpiece device and lid device mode selector would not move when the devices were used together. It was reported that the modular saw device and lid device completely stopped working when a mode was selected. The reporter stated that there was a possibility that the modular saw's lid device could have an issue. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.